Event description:
It was reported that the programmer's stylus had a functionality issue. It was noted that the radiofrequency (rf) head had intermittent telemetry. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the programmer has returned for evaluation.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer's comments that the programmer's stylus had a functionality issue. It was found during incoming functional tests that the programmer stylus worked as expected. Additionally it was observed that the rubber cover at the left side upper case was missing and the ethernet connector was loose. All found defective parts were replaced and all other identified issues were resolved. The instrument passed all final functional tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.